Event description:
It was reported that the aseptic transfer kit housing part number 89-8510-440-10 lot number 5007188 opened automatically during the surgery. This event is related to a malfunction that could potentially lead to a sterility issue. There was no harm or injury to patient/operator reported.

Manufacturer narrative:
Zimmer biomet (B)(4). Information was received from the customer that the aseptic transfer kit housing part number 89-8510-440-10 lot number 5007188 will not be received. However, a visual diagnosis was performed based on the received pictures of the device. No visual failure was identified based on the pictures provided. Therefore, we were not able to confirm the reported event as the device was not received. Design history record review was performed and no issue was discovered during the manufacturing process that could explain the defect reported. A follow-up medwatch will be submitted if the product is returned or if additional information is received. H3 other text : product not returned to manufacturer.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). The device was not returned to the manufacturer at the date of this report. A follow-up medwatch will be submitted once the investigation is completed or if any additional information is received.

Event description:
It was reported that the aseptic transfer kit housing part number (B)(4) lot number 5007188 opened automatically during the surgery. This event is related to a malfunction that could potentially lead to an infection. There was no harm or injury to patient/operator reported.